Event description:
A caller reported that their pump unexpectedly displayed a reset screen, the screen went blank, and the led was not blinking, causing the cgm graph to disappear and the unlock buttons to change appearance. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received an explanation from technical support that the pump reset to ensure performance, which included restarting cgm sessions and reloading the cartridge. The customer understood and acknowledged the information, successfully resuming insulin use.